Manufacturer narrative:
This report is being sent to correct the investigation evaluation. The initial report indicated that at 104 cm from the distal end, 6.0 cm of wire guide coating was hanging off. The 104 cm is being changed to 10.4 cm. Cook evolution biliary stent; unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. At 15.6 cm to 27.0 cm from the distal end, the wire guide covering has folded over itself. The folded over portion of covering is split at a couple locations. At 10.4 cm from the distal end, 6.0 cm of wire guide coating is hanging off. The 25 cm laser marking on the hanging portion of wire guide coating suggest none of the coating is missing. The distal end has a large bend starting at the blasted joint (27cm) along the entire distal tip. Some of the laser marking are slightly discolored with a yellow tint. The returned wire guide appears to have been cut at 43.5 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved, only a portion of the wire guide was returned. Evaluating the returned portion of wire guide, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp). The physician used a cook acrobat calbriated tip wire guide. The coating of the wire stripped off the wire. They noticed it as they passed the cook evolution biliary stent over the wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: cook evolution biliary stent; unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. At 15.6 cm to 27.0 cm from the distal end, the wire guide covering has folded over itself. The folded over portion of covering is split at a couple locations. At 104 cm from the distal end, 6.0 cm of wire guide coating is hanging off. The 25 cm laser marking on the hanging portion of wire guide coating suggest none of the coating is missing. The distal end has a large bend starting at the blasted joint (27cm) along the entire distal tip. Some of the laser marking are slightly discolored with a yellow tint. The returned wire guide appears to have been cut at 43.5 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved, only a portion of the wire guide was returned. Evaluating the returned portion of wire guide, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp). The physician used a cook acrobat calibrated tip wire guide. The coating of the wire stripped off the wire. They noticed it as they passed the cook evolution biliary stent over the wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.